Event description:
A surgeon reported two cases of postoperative ocular hypertension one day following cataract surgery. At four to five days following surgery, a cloudy anterior chamber was observed. This is the first of two medical device reports being filed for this report -- this report is for the first patient.

Manufacturer narrative:
The complaint device associated with this report has not been received for eval. Product history records were reviewed, all test results were within specification; there were no abnormal findings in the records. The package insert states, "as with most viscoelastics, a transient rise in intraocular pressure has been reported in some cases". Additional info has been requested.